Manufacturer narrative:
Hsc reviewed the information provided by the customer and concluded the cause of the falsely elevated carbon dioxide (co2) results was due to the incorrect replacement of the filter during a water purification module (wpm) maintenance. The customer recognized the error and corrected the filter replacement. The customer worked with a siemens representative to return the system to normal operation. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely elevated carbon dioxide patient results were obtained on a dimension vista® 1500 system. The discordant patient results were reported to the physician. The same patient samples were reprocessed on an alternative dimension vista® 1500 system. The reprocessed results were considered correct and were reported to the physician. There were no known reports of patient intervention or adverse health consequences due to the discordant patient results.